Event description:
It was reported that during a clinic visit, the atrial lead exhibited noise. It was noted that the lead had been -nicked- during a non-device related procedure. No patient symptoms were reported and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.